Manufacturer narrative:
MFR has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any patient involvement in the reported malfunction.